Event description:
It was reported the pt complained of pai in his buttocks around his scs ipg site. The pt stated the pain is present whether the stimulation is on or off. Additional info received identified the pt has lost a significant amount of weight and his scs ipg has moved and is causing pain and discomfort. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.